Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump loses time. Reportedly, the time is off by 6 to 7 minutes and the user resets the time often. The user's blood glucose (bg) level ranged from 200 mg/dl to 400 mg/dl and the bg level was addressed with a bolus as well as water. It was confirmed that the user had an alternate method of insulin delivery available.